Event description:
The initial customer allegation of it¿s having angulation issues was found to be not reportable. However, it was observed that during the device evaluation, the colonovideoscope exhibited white residue in the air/water channel and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.